Event description:
During an in-clinic follow up, it was reported that there were episodes of undersensing on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.